Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that a procedure was performed in order to reposition the right ventricular (rv) lead, however the lead could not be repositioned due to the helix being unable to retract. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of the helix being unable to retract was confirmed. As received, the helix was partially extended and clogged with blood and tissue. X-ray inspection of the lead found the inner coil at the connector region over torqued consistent with procedural damage. A helix mechanism test was performed and after cleaning the helix, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within product specification. The cause of the reported event of the helix being unable to retract was isolated to the helix being clogged with blood and tissue and the inner coil over torqued. The reported event of a loss of capture could not be confirmed.